Manufacturer narrative:
Should additional information become available this event will be updated and resubmitted.

Event description:
Boston scientific received information that this balloon catheter was utilized during an attempted left ventricular lead implant. This catheter caused a dissection and the implant was abandoned and lv port plugged. No additional patient effects reported.